Event description:
A failure of low battery during function test. Customer reported there were no injuries associated with this report and have been no incident reports filed since the last baxter service event. Customer stated incident occurred during biomed testing.